Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a contact lens technician that a cup burst during use. No injury occurred; however, the contact lenses were damaged. The manufacturer is implementing corrective actions to prevent recurence of this event